Manufacturer narrative:
Concomitant medical products: product ID: 8780 ,lot/serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 09-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a from a manufacturer representative (rep) regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for movement disorders. It was reported that catheter erosion occurred. No environmental/external/patient factors that may have led or contributed to the issue was known. The healthcare professional (hcp) looked at the wound and admitted patient to hospital pending surgery. The rep had no further information at this time. At the time of this report, the issue was not resolved and patient status was alive- no injury. The rep was told that the plan was to irrigate the wound and close and then possibly remove if infection was present. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the cause of catheter erosion was unknown. The patient refused to allow the pump and catheter be removed so according to the hcp, the catheter was revised and wound closed over it. The manufacturer was not present at that surgery. The rep was told afterward. The catheter erosion event had been resolved. No further complications were reported.